Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2018. It was reported that the explanted pump and catheter were discarded as the hcp would not release the devices. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a clinical study regarding a patient receiving morphine 15 mg/ml for a total dose of 3.995 mg/day and bupivacaine 15 mg/ml for a total dose of 3.995 mg/day via an implantable pump for non-malignant pain. It was reported the patient called on (B)(6) 2018 stating they had pus and fever for three days. The patient was seen and examination on (B)(6) 2018 revealed an infection at the wound site/infected wound resulting from pump replacement on (B)(6) 2018. The event required in-patient or prolonged hospitalization. The pump was explanted/not replaced on (B)(6) 2018. The device disposition was unknown. The outcome of the event was unresolved at time of study exit/death/study closure. It was indicated that the patient was exited on (B)(6) 2018 as all enrolled products were inactive. The patient's baseline weight was not measured. The clinical diagnosis was pump wound infection post operatively, pump replacement on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related to surgery/anesthesia. The event date was (B)(6) 2018. No further complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2018. It was reported that the explanted pump and catheter were discarded as the hcp would not release the devices. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2018. Corrected to reflect the report source of company representative. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on 2018-dec-19. It was reported that the patient's pump was infected. The cause of the infection was unknown. It was noted that as a diagnostic/troubleshooting procedure, the patient's pump site was tested for infection. The patient's pump was reportedly explanted on (B)(6) 2018 and their catheter was explanted on (B)(6) 2018. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported or anticipated.